Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated reduced p-wave amplitude, which had been observed since early (B)(6) 2026. Further evaluation revealed that the atrial lead was dislodged, which was confirmed by x-ray imaging. As a result, the atrial lead was explanted and replaced. The patient remained stable throughout the procedure.